Event description:
This lead was explanted and replaced due to lead fracture. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The patient filed a voluntary medwatch report (mw5082187). The patient indicated that she was shocked by her device once appropriately but then was shocked several times after that inappropriately. The patient was hospitalized 5 days total because after the change out, a chest tube was placed due to 20% collapse of her left lung. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.